Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the breath delivery unit (bdu) printed circuit board (pcb), and downloaded the latest software revision to resolve the issue. The ventilator passed all testing, and it is operating within the manufacturing specifications.

Event description:
It was reported that a ventilator display became inoperable. There was no patient involvement.